Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There were two screws implanted during the initial procedure and it cannot be determined which screw backed out. Therefore, the following sections could not be completed due to the part/lot information could be: category number ¿ 14-405038, lot number - 819410; or the part/lot information could be: category number ¿ 14-405034, lot number - 192800. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05928 & 05929).

Event description:
Patient reported to have undergone a trochanteric nail procedure on (B)(6) 2012. Patient further reported that a revision procedure was performed on (B)(6) 2014 due to pain, a fractured nail and that a screw had backed out. A review of invoice history confirmed the date of the initial surgery; however, an invoice could not be located to confirm the revision surgery date or which components were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.